Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the 4580 fms duo+ pump/shaver combo -ns, during the diagnosis, we have verified that it was a problem to pressure. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was found that the pressure was out of the range; therefore, the mechanism of pressure was replaced. Finally, the preventive maintenance was performed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause can be attributed to lack of maintenance which may cause that the mechanism of pressure stopped to working properly. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via service request that the 4580 fms duo+ pump/shaver combo -ns, during the diagnosis, we have verified that it was a problem to pressure. No further information was provided. The device is available to be returned for evaluation.